Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, suture used in tgi surgeries break and may cause a serious adverse event.